Manufacturer narrative:
Sections with additional information as of 7-jan-2021: d10 - h3: device available for evaluation. H6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were returned for evaluation. Product testing was performed, and no defect found.

Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062 user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 71 and 132mg/dl. The expected fasting blood glucose test result range is 130-135mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. Customer stated the meter shuts off when testing. The test strip lot manufacturer¿s expiration date is 02/18/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6).